Event description:
It was reported that the pump battery would not charge and the issue did not result in an adverse impact on the customer's blood glucose level. Despite trying different wall adapters and charging cables, the charging connection remained unstable. Technical support instructed the customer to use multiple daily injections as backup therapy, and arranged for a replacement pump to be shipped.